Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿, (specific value was not provided), excessive thirst, unspecified pain, and an unspecified ketone level. Reportedly, the cause for the reported issue was due to intermittent resume pump alarms occurring overnight. The customer could recall if insulin delivery was suspended manually or due to a pump issue. A correction bolus was delivered to treat bg level. The customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.